Event description:
It was reported that the patient presented to the emergency room due to being shocked 5-6 times. Upon review, it was discovered that the patient was receiving incessant shocks due to oversensing of right ventricular lead (rv) noise and the implantable cardioverter defibrillator exhibited oversensed t-waves during threshold test. It was also noted that externalized conductors were observed. The rv lead was explanted and replaced. The patient was in stable condition.